Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The left rear caster kept getting caught on the bolt that attaches the tie rod to open and close the legs of the lift.